Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge authorized dealer field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and suspected the front end pcb and transducer to be defective, thereby causing the reported issue. As such, the fse resolved the issue by replacing the front end pcb and calibrated all three transducers, including x1, x2 and atm. The fse thoroughly tested the unit, performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) displayed electrical test fail code # 54. There was no patient involvement, and no adverse event reported.